Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial medwatch report, a maude report was received on (B)(4) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat an aneurysm in the iliac artery. The 7.0mmx20mmx135cm absolute pro stent implant was successfully deployed without issues. During post-dilatation using an unspecified balloon dilatation catheter (bdc), the absolute pro stent implant migrated distally out of the target lesion and into healthy tissue. Another absolute pro stent implant was deployed to treat the target lesion and the patient was sent to surgery to explant the 7.0mmx20mmx135cm absolute pro stent from the healthy tissue. There was no reported adverse patient sequela and the final patient outcome is reportedly good. There was no additional information provided.